Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation.a history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm, sherlock will not read correctly.